Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles inside the shell, opening crack, crease fold, wear abrasion, opening. Leak test was performed and found opening on opening crack on diaphragm valve and opening on anterior. A microscopic analysis was performed which identify opening crack, delamination in the diaphragm valve.and also identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. A sharp opening on anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported right-side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side "deflation". Device has been explanted.